Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained through the right femoral. The 10cm in length, de-novo target lesion was located in the mildly calcified, non-tortuous, 5mm in diameter left superficial femoral artery (sfa). The lesion was predilated with a 5x40 wanda balloon catheter resulting in 20% residual stenosis. The physician then advanced a 6x120x120 epic¿ stent using a crossover approach and deployed the stent to treat the lesion. Post deployment, an angiogram showed that the middle of the stent was "crumbled". The physician attempted to smooth out the stent with postdilatation using a 5x40 wanda balloon, but this was not successful. Angiography showed good flow of the treated vessel therefore the procedure was concluded. There were no patient complications and the patient is in stable condition.